Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, after the physician attempted to reposition the right ventricular (rv) lead, it was noted the helix was bent and protruded. It took about 15 rotations, and then the helix popped out. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.